Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective,device stopped working during activation. They claimed it was before 14 seconds. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 11/06/2019. A visual inspection was conducted signs of clinical use and blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be fully flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical issue" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent". Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective,device stopped working during activation. They claimed it was before 14 seconds. A replacement device was used to complete the procedure. The hospital did not report any patient effects.